Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular surgery procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and during catheter removal -over the wire- the catheter tip started to detach within the patient's brachial artery. The catheter was safely removed from the patient when the tip finally detached from the catheter. No foreign body retrieval was necessary. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.